Event description:
It was reported tip detachment occurred. Procedure summary: an opticross vascular imaging catheter was selected for diagnostic imaging in a severely calcified coronary artery. During the procedure the opticross catheter became stuck within a tight calcified lesion and the tip of the catheter detached inside the patient. The detached tip was not visible under fluoroscopy. The patient lost flow in the vessel temporarily. The loss of flow was resolved with ballooning. Patient status: the patient is doing fine and was discharged the following day.